Manufacturer narrative:
Visual analysis of device: device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure was reviewed on (B)(6) 2021. Visual analysis of the photographs identified. Device with rupture is observed. Red biological tissue observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side textured to smooth implant exchange and a rupture discovered during explant surgery. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reported a right side textured to smooth implant exchange and a rupture discovered during explant surgery. The device has been replaced.